Event description:
User said the analyzer was not reporting correct urine results. One patient urine sample which gave discrepant urine glucose results was provided. Initial urine glucose resulted normal. The same urine sample was tested visually giving urine glucose of 1000 mg/dl. The customer believed the repeat result to be correct and was reported out. No erroneous results were reported and patient was not adversely affected. Chemstrip 10 ua lot number, 23050243. Investigation was unable to verify customer's complaint. Twenty control samples were run with all results within specification. The measuring head and cable were replaced as a precaution. To verify analyzer performance, control samples ran without problems or errors and all test results were within specifications.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.